Event description:
It was reported that a revision surgery was required to ease patient pain due to a misplaced xia 3 polyaxial screw.

Event description:
It was reported that a revision surgery was required to ease patient pain due to a misplaced xia 3 polyaxial screw.

Manufacturer narrative:
The patient reported pain sensation from the screw prior to removal due to misplacement by the surgeon. No deficits in function were indicated. Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the returned screw does not have any particular damages other than that attributed to normal wear. Some loss of anodization is noticed. It can be the result of cleaning of the implant in an aggressive solution. The tulip is not disassembled from the bone screw. No damages are found on the threads of bone screw or tulip. Functional inspection: despite the normal wear deformations, the returned screw remains functional. Device history review: device history review is deemed unnecessary as no failure is reported or find for the involved screw. Conclusion: upon visual inspection of the returned screw no other damages than those attributed to normal wear were found. The reported event is the issue of unexpected misuse. According to the sales rep., there was no failure; the doctor misplaced the screw in the wrong spot of the patient¿s anatomy during the initial surgery. Patient had a discomfort from screw placement. However no neurological deficits were indicated. The doctor performed a revision surgery and took out the screw in order to ease sensitivity to the patient. No corrective actions can be applied.